Event description:
I had saline implants placed in 2008. After about 3 years, I started gaining weight, and having migraines, joint pain, ibs(irritable bowel syndrome), endometriosis, fatigue, dry skin, anxiety, frequent urination, hair loss, back and neck pain, and the list goes on. I just removed them 2 weeks ago and already the joint pain and frequent urination is gone. The oils in my face are coming back. FDA safety report ID# (B)(4).